Event description:
The customer contacted stryker to report that the support legs on their lucas compression device was overspread. This may prohibit the device from locking securely to the backplate of the device. If a device malfunctions, the device operating instructions indicate that the user is to remove the device and immediately start manual chest compressions. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. It was observed that the support legs were overspread and unable to be adjusted/aligned to securely engage/disengage with the device base plate. The support legs were replaced to resolve the issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.